Event description:
It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted successfully reducing mr to 1. On (B)(6) 2022 during a follow up echocardiogram, it was observed that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 3-4. The echocardiogram image from (B)(6) 2022 was reviewed again (echo performed the following day post-procedure, prior to discharging the patient) and it was noted that the slda had already occurred when this echocardiogram was taken but had gone unnoticed. Additional treatment has not been scheduled. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation (single leaflet device attachment (slda)) cannot be determined. The reported mitral regurgitation (mr) is due to slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.